Manufacturer narrative:
Patient code 3191 captures the event of surgery. The device is undergoing laboratory analysis. This report will be updated when analysis is complete. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported inappropriate shock or oversensed noise, and there were no indications that this device was exhibiting the advisory behavior.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted prophylactically, due to the recent emblem s-ICD electrical overstress advisory. The s-ICD was implanted for secondary prevention of vf arrest. Additionally, it was reported that the patient had received inappropriate shock therapy in august 2020 due to oversensing of lead noise. A new s-ICD was implanted; the chronic electrode remains in service with the new device. No adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.

Manufacturer narrative:
(B)(4). The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted prophylactically, due to the recent emblem s-ICD electrical overstress advisory. It was noted the patient received an s-ICD for secondary prevention of vf arrest. Additionally, it was reported that the patient had received inappropriate shock therapy in (B)(6) 2020 due to oversensing of lead noise. A new s-ICD was implanted; the chronic electrode remains in service with the new device. No adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.